Event description:
It was reported, that the patient's pacemaker visibly eroded through the device pocket. Upon further examination, it was noted, that the pocket had developed an infection. The full system was explanted. The patient was stable.

Manufacturer narrative:
An event of erosion and infection was reported with no device malfunction. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of the infection and erosion could not be traced to the device. During analysis, a failure event was observed which was unrelated to the reported event. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.